Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The lesion was approached from the femoral. The target lesion was located in the moderately calcified right coronary artery. The lesion was predilated with a 3.5 x 15mm non bsc balloon. The 4.0 x 16mm promus element mr stent delivery system (sds)was advanced over a non bsc guide wire and through an unspecified jr4 guide catheter. The sds was unable to cross the lesion and upon removal it was noted that the stents struts were protruding out. The procedure was completed with a promus element 4 x 20mm and a promus element 4 x 28mm stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The lesion was approached from the femoral. The target lesion was located in the moderately calcified right coronary artery. The lesion was predilated with a 3.5 x 15mm non bsc balloon. The 4.0 x 16mm promus element mr stent delivery system (sds)was advanced over a non bsc guide wire and through an unspecified jr4 guide catheter. The sds was unable to cross the lesion and upon removal it was noted that the stents struts were protruding out. The procedure was completed with a promus element 4 x 20mm and a promus element 4 x 28mm stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified proximal stent damage. Struts on the first row from the proximal edge were raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).